Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Additionally, it was reported that the usb cable was frayed and believed to be the original cause of the pump not charging. There was no reported impact to customer's blood glucose. Customer reverted to manual injections.